Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports comparing meter to meter and getting very different results. Analysis run on clark error grid using competitive reading (170) as ref point vs bd readings (47) yielded data points in the c range of the grid, outside of acceptable limits.